Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator was not delivering the correct amount of fraction of inspired oxygen (fio2). Any set value above 60 percent will default back to 60 percent (monitored value). The oxygen (o2) was verified with an external o2 analyzer and were found to correspond to the values obtained by the avea. There was no patient involvement.